Event description:
Medtronic received information regarding an axium coil that was found prematurely detached prior to use. It was reported that during a coil embolization procedure to treat a right vertebral artery (va) ruptured dissecting aneurysm, the axium coil was found to be already detached upon opening the package, though the reported information indicated the device was prepared according to the instructions for use (IFU) and continuous catheter flush was administered during the procedure. The pushwire was not bent or otherwise damaged. There was no friction/resistance or other difficulty. The physician had not repositioned or attempted to detach the coil and did not rotate the delivery pusher. The issue identified before implantation and was not used in the procedure. Therefore, it is considered that there was no patient involvement and no additional medical or surgical intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box and within a sealed plastic bag. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be kinked at ~143.3cm from proximal end. The coin was found to be still against the lumen stop. The implant coil was found to be still attached, stretched and damaged. No other anomalies were observed. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime coil was returned with the implant still attached. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire and implant coil were found to be returned damaged. It is possible the damage occurred upon opening the package and attempting to remove the product or after removing it from the package during preparation. The customer reported damage being observed after preparation of implant coil. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened. Preparation of the axium coil performed prior to the damage being observed included using saline flush, from the tip of protecting sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.